Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint cannot be replicated or confirmed. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. Updated information in d9.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received. Used device was discarded and an unused device from same lot will be returned for evaluation. Additional contact information (B)(6).

Event description:
An event occurred on an unspecified date in (B)(6) 2025 involving a primary plum set, ball check valve in sight chamber, 15 micron filter, clave secondary port, polyethylene lined light resistant tubing, distal microbore tubing, clave y-site, secure lock, 264 cm reported that during the chemotherapy infusion, paclitaxel drug leakage was detected from the air filter vent. As the sets are contaminated, the affected products have been disposed of in accordance with hospital policies. There was patient involvement and no harm/adverse event reported.